Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified a 2 mm cut on the device's sheeting. Pressure testing found leakage from the cut, verifying the reported condition. The cause was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the cassette after use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.